Event description:
User facility medwatch report was received on (B)(4) 2007 and stated, "initial surgery occurred (B)(6) 2007. Postoperatively, the oncologist was unable to aspirate or inject into the device. Pt returned to the operating room for removal of the device on (B)(6) 2007. Upon retraction of the scalp, the device was found to be collapsed and not refilling. The device was removed and a new device implanted. Pt had no sequelae from surgery." Additional info requested. (B)(6), 2007, additional info received: integra product support spoke with susie in outcome management who provided the following info: the size of the needle used to try and either aspirate/introduce fluids is unk. The device package insert states 25ga or smaller. At the time of revision, both the integra reservoir and ventricular catheter were replaced. Operating room notes state that there was tissue and debris in both the catheter and reservoir. Product is not available for eval. Pt has expired but due to her primary oncology condition.

Manufacturer narrative:
The device involved in the reported incident is not available for return and eval. An investigation has been initiated based on the reported info.